Manufacturer narrative:
Correction: implant date d6 was completed as it was mistakenly omitted in previous reporting.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: initial b5 reporting incorrectly stated that the existing leads had been revised. In fact, nothing was done to them.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-23233. It was reported that the patient experienced ineffective therapy. As a result, surgery occurred on (B)(6) 2020 to revise the existing leads and implant an additional lead, to address the issue.